Event description:
Customer reported a piece of plastic broke off the distal end of the set. The nurse disconnected the primary set from an extension set and the distal end broke off into the extension set. She was not the nurse who connected the lines, so does not know if any disinfectants were used at the connection. No leaking was reported. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.